Manufacturer narrative:
One quadripolar, therapy cool path duo irrigated ablation catheter was received for evaluation. An occlusion was noted in the catheter shaft upon inserting a guidewire. The shaft was dissected revealing blood in the fluid lumen, consistent with the reported irrigation issue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the occlusion remains unknown.

Event description:
This report is to advise of blood like substance found inside the catheter during analysis.

Manufacturer narrative:
Corrected information.